Event description:
It was reported that the patient's caretaker applies the v-go 20 to the patient's abdomen daily. It was reported that the device has fallen off several times, at least eight times. The exact dates and number of occurrences were not provided. There is no device available for return to the manufacturer for evaluation.